Event description:
It was reported that patient underwent a percutaneous vertebroplasty (l2) for a vertebral fracture on (B)(6) 2024. After creating a route and installing a stent balloon while following the surgical technique and checking for safety, mixing cement was started. After opening the top cap of the product which contains polymer powder and adding all the monomer liquid into the polymer powder, the surgeon tightened the cap again and tried to push and pull the handle, but it did not move. The surgeon tried again but the handle would not move, so the surgeon became concerned that if time continued, the cement would begin to harden. Therefore, the surgeon used a new cement that had been prepared in reserve. After that, cement mixing was done with no problems. There was no surgical delay. Patient was stable. The cement was kept refrigerated one day before surgery, and the room temperature in the operating room was kept below 23°c. The cement was brought to room temperature before handling.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history review: product code: :07.702.016s; lot number : 4b53680; release to warehouse date : 23.feb.2024. Expiration date : 01.feb.2027. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.